Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood noted in neck region. Analysis was unable to confirm reported allegation. The lead passed electrical testing. No anomalies noted at lead tip.

Event description:
Boston scientific received information that this right atrial lead dislodged from the heart tissue same day of implant. Surgical intervention was needed to resolve the issue. This lead was explanted and replaced. There were no additional adverse patient effects reported.